Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas 8000 core unit. On (B)(6) 2025, the sample was tested on the e801 module of the cobas 8000 core unit, generating results of 1.6 coi and 1.1 coi. On (B)(6) 2025, a new blood sample was drawn and retested on the same system, yielding a result of 2.3 coi. On (B)(6) 2025, polymerase chain reaction (pcr) testing was performed and returned a negative result. Testing on the abbott i2000 system produced a result of 0.1 s/co, which was non-reactive.

Manufacturer narrative:
The analysis was performed on a cobas 8000 core unit. The analyzer serial number was not required for this investigation. The investigation determined that the elecsys anti-hcv assay performed within specifications. A review of quality control data confirmed that all results were within expected ranges. The reported false positive result was attributed to a sample-specific discrepancy. Single false positive results are covered by the assay's specificity claim. The customer followed the recommendation outlined in the method sheet to confirm repeatedly reactive samples using supplemental methods, such as immunoblot or hcv rna detection. Based on the available data, the sample was most likely a false positive for the elecsys anti-hcv assay.